Event description:
It was reported that the customer experienced a blood glucose (bg) level of 49 mg/dl. Pump data review by tandem technical support confirmed the customer delivered an 8.6 unit bolus prior to the event. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline. Reportedly, the customer was released approximately 2 days later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.